Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-10053. The patient (B)(6) rec'd a trial scs system which included a lead and lead extension. It was reported the lead was damaged between terminal contacts 3 and 4. It was noted the damage did not occur inside the patient's body. Programming around the damaged contacts was able to provide effective therapy; therefore, only the lead extension was explanted and replaced while the damaged lead was left implanted. The existing lead was attached to the new lead extension to successfully complete the procedure. F/u on this matter identified the lead extension was not broken or damaged, but a separated part of the lead was stuck inside the extension header, thus the physician was unable to reattach the lead to the existing lead extension.